Event description:
Pt with a history of long term ventilator dependence due to pulmonary fibrosis was found with their ventilator tubing disconnected from trach site. The staff did not hear the ventilator alarm. The pt expired.